Manufacturer narrative:
D3: address corrected. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history log identified system fault 41541 and the reported problem was confirmed. The cause of the reported issue was inoperable latch/lock optic flex sensor. The printed wiring assembly (pwa) will be replaced to solve the issue.

Event description:
It was reported that the device exhibited error code 41541. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.